Event description:
The customer indicated that two more patient burns occurred. Both patients were burned on the tongue during coagulation following removal of the tonsil. The doctor believes the insulation layers are not very durable, because the electrodes had just been replaced.